Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's monitor was displaying a service code 204 and service code 102. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (code 204, code 102) was confirmed. Upon investigation, the monitor was resetting when connected to an electrode belt. The cause of the code 204 and resets was isolated to a pinched wires at pins 1 and 12 in the electrode belt connector receptacle. The cause for the service code 102 was damaged high-voltage capacitors c20, c21, and c22 on the monitor defibrillator board. C20, c21, and c22 were broken free from the defibrillator board. The root cause for the pinched wires in the electrode belt connector could not be positively identified. The root cause for the damaged capacitors could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. No adverse event resulted from the defective monitor. The patient received a replacement monitor.